Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date estimated. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that around 12 months after implantation of an absorb gt1 an aneurysm occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of aneurysm, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: based upon limited information provided, the absorb scaffold is not visible in the procedure ((B)(6) 2015) as, while using xray imaging, it is extremely difficult to determine the distal end of the implanted scaffold, although, the aneurysm does appear to be located distal to the scaffold when compared to the index procedure images ((B)(6) 2013). The scaffold marker beads are not visible. Without oct imaging to confirm the distal end of the remaining scaffold and its integrity 13 months post implantation a definitive opinion cannot be given as to whether the aneurysm is located within or distal to the scaffold implant. It is unclear based upon the information provided to determine if the deployed scaffold had any impact on the creation of the aneurysm. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the hospitalization appears to be related to the circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: the patient presented with a non st-elevated myocardial infarction (nstemi) prior to the index procedure. The procedure was to treat a lesion located in the mid left anterior descending (lad) artery with stenosis of 90-99%. Predilatation was performed and a 3.5x28mm absorb was implanted. The final angiographic residual stenosis was less than 10%. The final angiogram showed a good result. The patient received aspirin and plavix for 12 months. Reportedly, on (B)(6) 2015 an aneurysm was found using angiography and was then verified using optical coherence tomography and intravascular ultrasound. No treatment was performed. The patient is reportedly doing well. The patient returned to the hospital on (B)(6) 2016 with unspecified symptoms. No additional information was provided.